Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date - unknown.

Manufacturer narrative:
Lot number is unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised (B)(6) 2014 due to mid stem fracture.